Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 2 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power and advised that the hp will need to start over with new supplies. The tsr advised hp to call the nurse in the next 24 hours and let her know what happened. Product surveillance contacted the patient on (B)(6) 2011. According to the patient she did not notice any leaks, holes, or defects in the supplies. The patient notified her nurse of the air in line alarm. The patient discarded the supplies and started over with new ones. Additionally, the patient has not had any problems since. There was no patient injury or medical intervention associated with this event.